Manufacturer narrative:
Investigation: customer returned (1) 1/2cc, 6mm, 31g syringe in an open poly bag from lot # 7219548. Customer states that the needle was loose inside the orange protector shield and the needle was bent. The returned syringe was examined and exhibited a broken and bent cannula with the loose cannula returned in the shield. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. No hub assembly separated from the barrel when the shield was removed. A review of the device history record was completed for batch# 7219548. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications [200710159, 200710157, 200710772, 200710881, 200710695] noted that did not pertain to the complaint. There was one (1) notification [200710760] noted for high shield pulls. Level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates and needle bent on lot # 7219548. Investigation summary: customer returned (1) 1/2cc, 6mm, 31g syringe in an open poly bag from lot # 7219548. Customer states that the needle was loose inside the orange protector shield and the needle was bent. The returned syringe was examined and exhibited a broken and bent cannula with the loose cannula returned in the shield. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. No hub assembly separated from the barrel when the shield was removed. A review of the device history record was completed for batch# 7219548. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications [200710159, 200710157, 200710772, 200710881, 200710695] noted that did not pertain to the complaint. There was one (1) notification [200710760] noted for high shield pulls. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (hub separates). Bending/re-straightening mode of failure by the customer.

Event description:
It has been reported that the bd insulin syringe with bd ultra-fine¿ needle has been found experiencing two occurrences of the hub separating from the device before use. The following has been provided by the initial reporter: three (3) syringes of the same package was with quality deviation: two (2) syringes were with the needle attached in the shield and one (1) with the needle bent.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd insulin syringe with bd ultra-fine¿ needle has been found experiencing two occurrences of the hub separating from the device before use. The following has been provided by the initial reporter: three (3) syringes of the same package was with quality deviation: two (2) syringes were with the needle attached in the shield and one (1) with the needle bent.